Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event(s): visual analysis did notice two external insulation abrasions breaching the optim sheath only with intact silicone insulation beneath consistent with friction to another device or patient anatomy were noted near the distal region of the lead. All other damages noted are consistent with procedural damage.